Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") and weight increased ("weight gain / loss specify which one: weight gain") in a female patient who had essure (ess205) (batch no. 621814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary tract infection, acute pyelonephritis, flank pain, metrorrhagia and joint pain. In 2001, the patient had essure (ess205) inserted. In 2001, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, weight increased, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine, headache, allergy to metals, dyspareunia and fatigue was resolving and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") and weight increased ("weight gain / loss specify which one: weight gain") in a female patient who had essure (ess205) (batch no. 621814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2001, the patient had essure (ess205) inserted. In 2001, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight increased (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, weight increased, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine, headache, allergy to metals, dyspareunia and fatigue was resolving and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Most recent follow-up information incorporated above includes: on 5-apr-2018: pfs received: reporters added and new events" hormonal changes describe, abnormal bleeding(general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), migraines / headaches, migration of essure device location of device, nickel allergy, dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight gain was added.product start date was updated and also lot number was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") and weight increased ("weight gain / loss specify which one: weight gain") in an adult female patient who had essure (ess205) (batch no. 621814) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included urinary tract infection, acute pyelonephritis, flank pain, metrorrhagia and joint pain. In 2001, the patient had essure (ess205) inserted. In 2001, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased (seriousness criterion medically significant) and progesterone increased ("hormonal changes describe :elevated progesterone."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (ablation on 2001 and salpingectomy (bilateral removal of fallopian tubes) on 2001). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, weight increased, vulvovaginal pain, progesterone increased, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, migraine, headache, allergy to metals, dyspareunia and fatigue was resolving and the abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, progesterone increased, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - in 2001: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2018: previously reported event "hormonal changes" pt updated to "progesterone increased", lab data added from pfs. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.